Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an eval was performed. The unit was received inoperable per the reported symptom of "system error 105" alarms caused by failed motor flex. The motor assembly will be replaced.

Event description:
It was reported that a pump has a system error 105. There was no reported pt injury.